Event description:
A remstar pro c-flex+ device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and had blower foam degradation. Additionally, the device had dust contamination, destroyed/cut power connector and destroyed s/n model label and displayed error codes e-24: err_motor_speed_reverse and e-30: err_motor_spinup_flux_high. The device was scrapped by the service center after the evaluation was completed.